Event description:
It was reported that the patient had gone to the doctors office with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Symptoms reported include hyperglycemia and lethargy. In addition the patient reports their legs were not responding correctly. Once at the doctors office the patient was prescribed a insulin pen to be used every 4 hours for 1 day. The patients doctor advised the patient to apply a new pod once their ketones go down. The patient was at the doctors office for 2 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.